Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's son was calling on his mother's behalf. Customer's blood glucose level was 280 mg/dl. Customer received a new pump but has not treated yet. Troubleshooting was performed. Caller stated that the insulin did not exit and the pump alarmed no delivery. Customer performed a plunger push and the insulin exited the tubing. Customer was advised that the pump was working as designed. It was explained that the alarm was caused by a set/reservoir occlusion. Customer was assisted with resetting the fill cannula. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.